Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform a system check, but no issues were identified. Customer changed the pump supplies and resumed insulin delivery.